Event description:
It was reported that the device¿s wheel was stuck and required calibration. No information was provided as it relates to any patient impact. Diligence is in process.

Manufacturer narrative:
This event is being recorded under: (B)(4). G2: foreign - event occurred in canada. The device will be returned for analysis, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.